Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, on the ventral mesh, the tacker made an additional crunching sound and was difficult to remove from the trocar. After the crunching sound, the device was not able to fire again. Multiple handles were opened, five in total and all made the same sound, stopped firing, and were difficult to remove from the trocar to complete the case. There was no patient injury.